Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the tether exhibited resistance and became entangled in the chordae tendineae and perforated the tricuspid valve causing it to rupture. It was further reported that the patient experienced tricuspid valve regurgitation and tricuspid insufficiency. The device was then placed successfully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID mc2vr01 lot# serial# (B)(6). Implanted: (B)(6) 2025. Explanted: product ID mi2355a lot# p2f24j0005 serial#. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.